Event description:
Report 3 of 3 it was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are overfilling. Samples were recollected. No patient impact reported.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to overfill as all samples met specifications. Additionally, 10 retention samples were draw tested, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10